Event description:
It was reported that balloon rupture occurred. The target lesion was located from proximal to mid right coronary artery (rca). Two opticross hd imaging catheters were selected for ultrasound examination, and a 3.00 mm x 12 mm nc emerge balloon was selected for treatment. During the procedure, lost image has occurred after pullback of the first piece of the catheter. The second was unable to cross. The balloon ruptured at rated burst pressure (rbp). The device was removed and replaced for a different model to complete the procedure. There were no patient complications reported.